Event description:
Physician was deploying a mcs-18 complex coil (6-mm x 15-cm) into an aneurysm. During deployment, coil became knotted and then entangled in stent. Physician attempted to detach coil. Three v-grip detachment controllers were used, but coil did not detach. Physician used a torque device to twist pusher in an attempt to detach coil. Physician had previously been instructed by MFR not to use a torque device since this would most likely damage and/or break pusher. Pusher broke and part of coil and pusher remained in parent artery. Pt was monitored and there were no thrombo-embolic events or other injury. Physician determined that pusher would eventually endothelialize. No further intervention was required and pt is doing well.

Manufacturer narrative:
Returned delivery pusher was evaluated and no defects were identified. Three returned v-grip detachment controllers were also evaluated and functioned normally.